Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support to reset the pump with information provided, and it was confirmed that the same malfunction code did not recur after resetting.